Event description:
Underdelivery reported. The pump had been set up in the emergency dept to infuse tpa at their standard protocol. This was reported as follows: 450 ml/hr with a dose limit of 15 ml, followed by a rate of 100 ml/hr with a dose limit of 50 ml, and completion of the 100 ml solution at 35 ml/hr with a dose limit of 35 ml. A nurse reported that the infusion took 2 hours to complete instead of the expected delivery time of 90 minutes. There were no reported delays between rate and dose limit changes by the nurse. The pt did not experience any adverse effects. He was transferred to a tertiary care center as is their standard practice.